Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced e-3 error message. The root cause is black chemistry due to improper storage.

Event description:
Customer initial complaint of an e-3 displayed upon insertion of the strip. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. E-3 error was verified and occurred upon the insertion of the strip. Customer stores the supplies in the bedroom and customer closed the vial after taking one strip out. Customer states have not removed the strips from the original vial.